Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample returned: one (1) sample was returned for evaluation p/n 100/199/080; the sample was received in used conditions without original package. Visual inspection results: cuff damaged was detected,the complaint was confirmed. The instructive ?as10016024-002? Instructions for use ? Tracheal tubes (10016024-002) was reviewed. On section 1. Instructions for use: the integrity of the cuff and inflation system should be checked prior to insertion. The cuff tear occurs during tracheostomy procedure due to contact with sharp edge which conflicts with IFU page 3: "guard against cuff damage by avoiding contact with sharp edges." The most probably root cause is unit became damaged after it left smiths medical facilities since units should be pre-checked before use in patients and the product is 100% uson leak tested in manufacturing process. The cause of the reported problem was traced to the user manipulation of the device during usage. No corrective action is required since the failure mode is not attributable to fail in manufacturing process.

Event description:
Information received a smiths medical intubation/portex endotracheal tubes leaked. Reported the cuff checked prior to use, the tube was intubated into the patient. However, cuff wouldn't inflate and cuff leakage was suspected. No patient injury.